Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (xifnt410 ) lost sterility when the driver dropped the implant before placement. Another implant was placed in the same surgery with a different driver.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection with a mating cover screw. The collar of the implant shows signs of wear from use, and the drive feature is similarly worn and slightly discolored. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant fell off the driver before placement and lost sterility. Part was functionally tested. The implant was able to engage and hold with a mating driver. The alleged event was unconfirmed during inspection. A root cause for this complaint could not be determined. Expiration date, UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.